Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating a pump using cadd administration sets could not be vented. It was reported the issue was detected immediately as the pumps failed to start, the lines were replaced. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Three unused samples were received for investigation. During the visual inspection no damage or other discrepancies were detected. During the functional testing no discrepancies were detected. The product was primed without difficulty, liquid flowed through the whole device; thus, the failure mode reported was not confirmed. No root cause could be determined since the complaint was not confirmed due to the sample being tested and successfully passed. No corrective action was taken since the complaint was unable to be confirmed.